Event description:
It was reported that the patient was not able to make an adjustment or connect with or without the antenna attached. She had unrelated surgery and turned her implantable neurostimulator (ins) off for the first time. She had severe back pain and problems, so had injections a couple of weeks ago. She had been trying for a couple of days and could not get the ins turned back on again. Upon return of the programmer, analysis resoldered the antenna jack as a preventative measure. C200. No interventions or reason for the connection issues were reported, so additional information was requested. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3093-28, lot# v556823, implanted: (B)(6) 2010, product type: lead. (B)(4).